Manufacturer narrative:
(B)(6). The date of manufacture was not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to faulty care and maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the housing was damaged on the compact air drive device. It was also noted that the device failed the following pre-tests: general condition, reverse locking mechanism, air hose coupling, air leak, soft mode switch (safety system) function, triggers for forward/reverse mode, untrue running, excessive noise and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.